Event description:
It was reported that during an unspecified procedure, the ultra-thin balloon catheter froze on an unspecified guide wire. The lesion location, percent of the stenosis, degree of calcification, and vessel tortuosity are unknown. To remove the balloon catheter, the physician removed the "whole delivery system". Pt complications and the pt's status are unknown.